Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent a two part procedure including a laparoscopic bilat salpingo-oophorectomy, anterior repair, cystoscopy and midureteral sling procedure using a bard/davol flat mesh. On (B)(6) 2005 - the patient had an md office visit with complaints of painful urination and bladder pain but no urinary incontinence. The patient was catheterized for a urine sample and was diagnosed with a uti. Per the md assessment the "sling was not eroded." On (B)(6) 2006 - the patient complained of urinary incontinence associated with frequency, urgency an nocturia. Per md assessment "sling is not eroded." Patient underwent a cystoscopy two weeks later and the findings were normal. On (B)(6) 2007 - (B)(6) 2012: the patient had multiple md office visits with complaints of painful urination, urinary incontinence, left and flank pain related to kidney stones and diagnosed with recurrent uti's. The patient's attorney alleges unspecified adverse patient outcome associated with the use of the device.